Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 10 but did not make any audible sound. At the time of the complaint, the initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).